Event description:
Reporter reports that after she used the rebuilder she started to experience pain, muscle spasms, sleep disturbance, swollen glands, headaches, nerve damage, blurring of vision, problems with walking and fatigue. Reporter states that she was not made aware of these side effects when using this device.